Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Stoma site infection and a buried bumper are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2015 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient developed excoriation around the stoma site and was prescribed co-amoxiclav. The patient was admitted to the hospital awaiting a peg/j replacement. On an unreported date, a stoma site swab diagnosed a fungal skin infection. On an unreported date, the patient experienced a buried bumper.